Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 over heated. No patient adverse events reported.

Manufacturer narrative:
Additional information received 25 feb 2020 that there was no patient involvement. Device evaluation: one fluid warming level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found to be in excellent condition. According to the investigation, started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem could not be duplicated. According to the investigation, the device ran for several hours and did not overheat. No fault found during investigation.